Event description:
Report received from health care provider with explanted product stating that device was "shorting out, shocking the patient." Device is undergoing analysis as of the date of this report, and follow-up information on the patient status in continuing.